Event description:
It was reported that during the intra-operative testing, the trial lead had invalid impedances on all contacts. A new lead was used for the trial. The facility discarded the lead with the impedance issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.